Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage on keypad trace. Unable to perform the displacement, basic occlusion, occlusion, prime, and no delivery tests due to keypad damage. No number ramping or scrolling on display noted. The insulin pump received with cracked at corner display window, cracked battery tube threads, scratched lcd window, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 62 mg/dl. Customer complained that her keypad numbers are ramping on their own. Advised the customer that the down button may be stuck. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting for low blood glucose is not done due to keypad number scrolling. Troubleshooting was not able to resolve the issue. The device was returned for analysis.